Event description:
It was reported that the extension broke between the luer and clamp.

Manufacturer narrative:
An investigation has been initiated. Received one blue barbed female luer and one piece of extension tubing containing a blue clamp. Also received was one red barbed female luer and one piece of extension tubing containing a red clamp. The rest of the device was not returned. The female luers met specifications. The samples were forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.